Event description:
It was reported to boston scientific corporation that a gold probe device was opened during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2014. According to the complainant, during preparation the gold probe would not work. Reportedly, the saline would not go through the irrigation port and the device failed to cauterize. No visible damage was noted with the device or its packaging. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of gold probe would not activate. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual inspection of the returned device found the distal hole of the ceramic tip occluded. Irrigation test shows that the injected water was unable to pass through the catheter. An electrical evaluation was performed which included load and isolation of electrode tests; the device passed both tests. A sample of the ceramic tip was subjected to spectroscopic analysis to identify the material occluding the ceramic tip, and the report presented a 62% match with tra-bond type adhesives, which are used during the manufacturing process. The complaint that saline would not go through the irrigation port was confirmed; however, the complaint that the device failed to cauterize was not confirmed. The root cause of the occlusion was determined to be manufacturing and there is an investigation in place to address this issue. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was opened during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2014. According to the complainant, during preparation the gold probe would not work. Reportedly, the saline would not go through the irrigation port and the device failed to cauterize. No visible damage was noted with the device or its packaging. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.